Manufacturer narrative:
Investigation results: visual investigation: the mentioned white adherent residues mentioned by the customer could be found. Besides that, the implant does not show any deviations. In this case, a product safety case (psc) was initiated in which this failure will be analysed in closer detail. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. A product safety case (psc) has been initiated for further investigation. On the basis of the market surveillance and statistical analysis, there is no indication for a systematic failure to date.

Manufacturer narrative:
(B)(4). Residues on implant. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a tibia plateau. According to the complaint description there are residues on implant. After unpacking an adhesive residue or packaging residue appeared on the edge of the tibia. Out of box complaint. Residues were detected before usage. No patient harm was reported. The malfunction is filed under aag reference (B)(4).